Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported flap could not be lifted. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During an onsite visit the fse (field service engineer) measured flap thickness on test cut, ran laser head linearity test, performed linearity adjustment and successfully completed system verification to specification. System is operating within specifications. No technical root cause was identified as the product was found to be within specifications. (B)(4).